Manufacturer narrative:
Follow-up #1: date of submission 09/20/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/26/2016 with the following findings: a review of the pump¿s black box revealed the date from the date of the complaint had been overwritten. The current black box showed no evidence of a voltage drop or excessive battery usage. The original complaint of the ¿temperature¿ complaint was unable to be adequately investigated due to the inability to complete the current draw measurements. Unrelated to the original complaint, the pump was unable to maintain an electrical connection with the returned battery cap due to the cap detaching. The battery cap threads were noted to be damaged. A test battery cap was used for all testing. The pump powered on with a test battery cap to an audible tone and vibration alert. The battery compartment was found to be cracked below the grip pad. The battery compartment threads were damaged. The pump case was removed and there was no evidence of moisture or loose components inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was a temperature issue with the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.